Event description:
It was reported that while using the bd phoenix¿ automated microbiology system there was an error ID result showing. No patient impact was reported. The following information was provided by the initial reporter: error ID result showing.

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). A field service engineer (fse) was dispatched and proceeded to clean the instrument. Once the fse performed the cleaning the issue was resolved. The root cause is not able to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmphxidastinstraph rev 6 the potential risk of the reported failure mode is user annoyance, which is an s1; reference row ID 9.12.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). PMA/510(k) #: k020321, k040099, k131331. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system there was an error ID result showing. No patient impact was reported. The following information was provided by the initial reporter: error ID result showing.